Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it was discarded.

Event description:
A customer contacted baxter's technical service center to report receiving a system error 2240 / 2397 with the homechoice (hc) machine. According to the home patient (hp) a supply bag fell to the floor and got disconnected from the spike. The hp tried to reconnect the bag. The technical service representative (tsr) had the hp remove the cassette and advised the hp to discard supplies and contact the nurse. Product surveillance contacted the patient's nurse on (B)(6) 2010. According to the nurse she was aware of this event. The patient rolled over which caused the bag to fall and become unspiked. Per the nurse the patient will now place her bags on a different platform to prevent them from falling. According to the nurse the patient discarded the samples. The lot number is not available. The patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.